Event description:
It was reported that there was low impedance on the hv lead. The ICD and lead were replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of low hv lead impedance was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported field event could not be determined.